Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump was exposed to moisture. It was reported that insulin pump was submerged into water, causing insulin pump to have fluid under display screen, vibrate and then go blank. Customer's blood glucose was unknown. Insulin pump would be replaced

Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. The pump was received with a corroded motor home switch. The pump was received with a cracked case on the corner of the belt clip rails near the battery compartment and minor scratches on the lcd window.